Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. It was also reported that cartridge change errors occurred with multiple cartridges during the load sequence. Lastly, it was reported that a cartridge alarm 1 occurred during bolus delivery. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Customer administered a manual insulin injection to address bg. The customer reverted to alternate therapy for diabetes management.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm and cartridge change error issues were verified while the alleged battery issue was verified in the pump logs; however, no failure was identified.